Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) implant site had erosion, that the device fell out while the patient was showering. The device was explanted and replaced. No further patient complications have been reported as a result of this event.